Event description:
Caller said her husband allegedly was "receiving very high sporadic readings". User was using a brand new bottle of test strips. Customer service sent out replacement control solution with test strips.